Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient was diagnosed with dysphotopsia in the right eye. The lens was subsequently explanted and replaced with one of another model and diopter. The patient is reportedly doing fine post explant.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore a product evaluation could not be conducted. The device history records(DHR) were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information provided, we are unable to determine a root cause. No corrective action is required.